Manufacturer narrative:
The technician found the roll lock was locking but the swivel lock was not. He replaced the two brake casters to repair the bed.

Event description:
Info received indicates the casters continue to swivel when in brake.